Event description:
User facility mandatory medwatch received that stated: "the rn discovered that the lidocaine drip that was infusing at 2mg/15ml hour was complete, and the drip was started at 1630 hours. The IV pump was set at the correct rate. It is unclear as to how the 2gm/250ml bag of lidocaine had completely infused in such a short period of time. The lidocaine drip was infusing at 15ml/hr per pump when the pump alarmed air in line. That is when it was discovered that the lidocaine drip was completely infused. The pump was shut off. The dr was notified. The pt experienced some bradycardia, for which he was given epinephrine IV. The pt was being admitted and his vitals were stable on admission. The pump was sent to biomed for inspection. No problem with the infusion pump was found. The problem was probably user error." Upon further query, info was provided that indicated an operator error in programming resulting in the pt receiving more medication than intended. At 1630, channel b was programmed to deliver lidocaine 2gm/250ml. No specific programming parameters were provided. At 1642, the device reportedly alarmed for air in line. At this time, the nurse noted the bag was empty. It was reported the pt experienced bradycardia and was treated with an unspecified dose of epinephrine. There were no reported adverse pt sequelae. At an unspecified time later, the device was removed from clinical service. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device passed testing for delivery accuracy at the user facility.